Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Internal eval of the pump found that the customer had replaced the processor pcb. Review of the device history record shows that part was not originally installed into device 825317 and have been installed outside of baxter. This unauthorized repair performed outside the factory exposed the internal esd sensitive components, compromising all internal electrical components rendering the unit irreparable. The device could not be repaired and has been removed from svc.

Event description:
During baxter's eval of a spectrum pump, evidence of tampering/unauthorized svc was found. It is unk if there was pt involvement with the device after the unauthorized svc was performed.